Event description:
It was reported that the home patient (hp) experienced a high drain volume of 3405ml during drain four of four on the home choice (hc). The registered nurse (rn) stated the largest prescribed fill volume (fv) equaled 2000ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted.